Event description:
It was reported that during the procedure, as the device was attached to the leads, occasional oversensing on the right ventricular lead was seen which resulted in additional ventricular sense response sequences. The lead was disconnected the reconnected to the device and the same thing was seen. Reprogramming was done to increase the sensitivity which resolved the issue. Ten minutes later the sensitivity was reprogrammed back to a lower sensitivity and no more oversensing was noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.